Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alert. It was found that a lead integrity alert was triggered due to rv lead impedance variation and elevated sic (sensing integrity counter) on the right ventricular (rv) lead. There was also a pacing impedance alert triggered due to high/undefined pacing impedance. A possible lead fracture was suspected. The rv lead was reprogrammed and remained in use. Then several days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.